Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing of noise. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.